Event description:
It was reported that customer experienced on going occlusion alarms. There was no adverse impact to the customer's blood glucose level. Customer was instructed to disconnect tubing, tighten t:lock, perform test boluses, remove and observe infusion site, and was educated on proper trusteel infusion set change intervals, and customer understood and acknowledged all guidance; customer planned to use multiple daily injections as backup therapy, and technical support arranged a goodwill replacement pump, confirmed shipping details, instructed customer to place pump into storage mode, reprogram pump settings and reconnect cgm on replacement, and return problematic pump using pre-paid label within 10 days.